Manufacturer narrative:
Insulin pump received unable to performed the displacement due to broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly noted.

Event description:
The customer reported via phone call that insulin pump had top part of the reservoir area broke off. The customer's blood glucose was 97 mg/dl at the time of incident. The customer reports that reservoir was able to locked into the place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.